Manufacturer narrative:
Na.

Event description:
It was reported that on (B)(6) 2025, a 29mm epic plus mitral valve was implanted in the patient. On (B)(6) 2026, the valve explanted and a non-abbott valve was implanted due to thrombus. The patient was reported stable.